Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 400 mg/dl. Prior to the event, the customer experienced no delivery alarms. The customer changed the infusion set, but later began feeling ill and vomiting. It was stated that the customer's doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.